Event description:
Reporter alleged that a patient sat on the foot end of this bed, and the head hi-low went all the way up. Reporter stated that there were no injury. Customer replaced head hi-low valve and fixed problem.